Manufacturer narrative:
The subject device was returned, evaluated, and as noted in b5 - foreign material was discovered in the air/water channel. Based on the results of the investigation, and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was discovered during the device evaluation, the olympus gastrointestinal videoscope had foreign material coming out of the air/water channel. This event had no patient involvement.